Event description:
Reportedly, lucas chest compression system was positioned on a patient that was in cardiac arrest on which manual CPR was already being performed. Reportedly, operator of device went through sequence to start and machine did not respond. Attempted to start a second time, but still unsuccessful. Manual CPR continued and upon arrival to emergency room, patient reportedly had return of spontaneous circulation. No reported patient harm related to the malfunction of the device.